Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video laparoscope had blurry image. The event occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: b5; d8; e1; g3; h2; h3; h6 and h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charge coupled device) was broken; outer tube has a dent and therefore has sharp edges. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken r-unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during an unspecified procedure. The procedure was completed with a similar device.